Event description:
It was reported that the pump sounds in occlusion and shuts down while operating. There was no patient involvement.

Manufacturer narrative:
E1: address line 2 "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was deformed. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found no problems found. Functional testing found no problems. The exact cause of the issue was not determined. However, the dso sensor was recalibrated, and the dso seal was replaced.